Event description:
It was reported the pt was experiencing shocking in the left toes. The pt was touching other and transmitting shocks. The device was removed. The pt recovered without sequela.

Manufacturer narrative:
The stimulator, extension and lead were returned for analysis. There was no anomaly found during analysis of the generator and extension. The lead was ok, but cut through (suspect explant damage). This report is being filed which covers a two yr time period from 2005 to 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 47 unreported malfunction events for model 3023 and 2 unreported malfunction events for model 3095; all product code ezw). This total includes the event described in this report. (See the attached summary report for a listing of all events).